Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The initial reporting stated radiographic information was not available for examine. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this reported event is assumed to remain implanted as no revision surgery has been reported. The investigation could not draw any conclusions about the reported events with the newly supplied information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states the patient had a tendon rupture. Vastus medialis obliquus avulsion from the left quadriceps tendon. The patient was treated with a sutured patella tendon.